Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9044747. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9044747. Verbatim: issue: consumer reported her short needle does not dispenses the insulin during injection. It's difficult to push it thru. She has arthritic hands. This is happening for the first time, she has been using for 7 to 8 years. Incident date: (B)(6) 2019, occurence: 1, item#: 320109, lot#: 9044747, expiration date: 2024-02-29. Advised consumer to save the samples if re occurs. Consumer uses it for humalog. Uses new needle for her injection. Visually tests the needles. Priming yes. She tightens the needle when she attaches. She rotate the injection sites. Reporter comments: I purchased 2 boxes of bd ultra-fine short pen needles on 7/29/19 and am having trouble getting the insulin to go through, in fact, recently I had to change needles in the middle to finish the injection. The number on the box is: ndc/hr1#08290-3201-09 *320109.